Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. System check was performed with tandem technical support and the cause could not be determined. Customer's blood glucose was 54-500 mg/dl.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. System check was performed with tandem technical support and the cause could not be determined. No reported impact to the customer¿s blood glucose level. Customer reverted to manual insulin therapy.